Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colostomy takedown procedure, while on anastomosis, there was staple line incomplete. The anastomosis was over sewed an the surgical time was extended for 30 minutes.